Manufacturer narrative:
Additional information was receiced indicating the patient was stable and discharged from the hospital. The dissection did not require an intervention. The physician said that they suspected it may have been a spontaneous dissection. They did not have issues tracking the delivery system and the patients aorta was mildly calcified.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the exact cause of the aortic dissection cannot be confirmed. It is possible patient factors [severe aortic arch calcification] seen on the 3mensio report, may have contributed to the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure an aortic arch dissection occurred. After valve deployment, the valve was examined with echo and angiography to assess pvl. The decision was made to post dilate with an extra 2 cc's above nominal pressure. The delivery system was not removed from the body in between the valve deployment and post dilation. The post dilation was performed without any issues. After the delivery system and extra stiff wire was removed from the body, the echo team alerted the interventional cardiologists and CT surgeons that there may be an aortic dissection. The transverse arch was examined more closely with angiography. The heart team noted the dissection in the transverse aortic arch. The patient's blood pressure was controlled medically and they were also put on beta blockers, per the heart team. The patient remained stable throughout the entire procedure. The patient left the procedure room intubated and was placed the in ccu. The patient will remain in the hospital for close observation. No additional information has been received despite multiple investigational attempts.